Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting up, preventing imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed by using another system. Customer reported to the philips that the system gave an alert indicating the generator was busy starting up. The review of system log files showed x-ray generator related error. Upon troubleshooting, the philips field service engineer (fse) found defective power supply in the power inverter (point) certeray. To resolve the issue the fse replaced power inverter and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.